Event description:
Information received by medtronic indicated that the customer passed away due to unknown reason on unknown date. It was informed that customer was transported due to heatstroke. The patient was being treated in a ward that might be a general ward. Customer stated that there was no presence of any malfunction. Insulin pump passed the self test also. The distributor will collect the insulin pump. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Software version 5.3c. Retainer ring = black. Case type = ngp. The customer passed away on (B)(6) 2022. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error , low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 00:40:21.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 00:55:25.000 08/08/2022 00:55:33.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement, suspected on pcba 1/pcba 2. Force sensor zero offset within specification (24.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date 08-aug-2022 listed on smartsolve and the days prior to the event date. (B)(6) 2022 dailytotalofallinsulindelivered: 248750 (24.875 u), (B)(6) 2022 dailytotalofallinsulindelivered: 231750 (23.175 u), (B)(6) 2022 dailytotalofallinsulindelivered: 303000 (30.3 u), (B)(6) 2022 dailytotalofallinsulindelivered: 318250 (31.825 u), (B)(6) 2022 dailytotalofallinsulindelivered: 295250 (29.525 u), (B)(6) 2022 dailytotalofallinsulindelivered: 120250 (12.025 u), (B)(6) 2022 dailytotalofallinsulindelivered: 150250 (15.025 u), (B)(6) 2022 dailytotalofallinsulindelivered: 85250 (8.525 u), (B)(6) 2022 dailytotalofallinsulindelivered: 10500 (1.05 u), (B)(6) 2022 dailytotalofallinsulindelivered: 0 (0 u). Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm, suspected on pcba 1/pcba 2. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.